Event description:
Information received from the healthcare professional (hcp) for a clinical study reported abnormal battery depletion and worsening of symptoms. Interventions included a revision surgery being scheduled on (B)(6) 2014 and explant/replacement of the entire system on (B)(6) 2014. It was reported that the device evaluation showed no response of the battery on (B)(6) 2014. The event was related to the device or therapy and not related to the implant procedure. There was a report that the patient required a battery change with possible revision of the leads and on (B)(6) 2014, the revision was done. The event was resolved without sequelae on (B)(6) 2014. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported worsening of frequency and urgency urinary symptoms. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that relevant medical history includes urgency-frequency, urinary urge incontinence, diabetes, gastro esophogeal reflux disorder, raynauds, depression, migraines, chronic obsructive pulmonary disease, bipolar disorder, and artial hysterectomy. The device disposition was unknown. No further patient complications have been reported as a result of this event.